Event description:
Rptr had the implants implanted on 8/14/87 to replace gel implants. Problems noted: painful implants with breast tenderness, migraines, arthritis with symptoms, joint swelling, pain and stiffness in hands and fingers, muscle fatigue, rashes around breasts, fatigue, general aching, stiffness, swollen glands in throat, coldness and pain in extremities, weight loss, malposition of implants, visible implant wrinkles, implant migration, noises in implants, pain in wearing bras, breast scars and blood in urine. (Same rptr referred to in 1000200.)